Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable defibrillator and right ventricular lead displayed high out of range shock impedance measurements. A revision procedure was performed, the lead was removed and reconnected to this device. Normal measurements were obtained. This device and lead remain implanted and in service. No adverse patient effects were reported.